Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced uncomfortable stimulation. Reprogramming was performed, however the issue persisted. Diagnostics showed no impedance issues and x-rays showed no migration. Surgical intervention was undertaken and the extension was explanted and replaced and the issue was resolved.